Manufacturer narrative:
A ge oec service representative investigated the issue and found the 5 volt power was below the threshold and adjusted up to meet the specification and eliminate the described reboot issue. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system was reported to have an uncommanded reboot.